Event description:
The generator wasn't working during an unk case. The generator was swapped with another generator and the case was completed with no pt consequence. The customer tested the unit, and noticed the unit would activate if the black footswitch was wiggled.

Manufacturer narrative:
Based upon the inquiry info received, visual and functional exam, it was concluded that the analysis results found the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity. Complaint info is trended on a regular basis to determine if further investigation is warranted.